Event description:
Related manufacturer report number: 2017865-2022-07400 and 2017865-2022-07401. It was reported that the patient presented in clinic with an infection that was identified by redness at the implant site. The pacemaker, atrial lead and ventricular lead were explanted successfully. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.